Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). This occurred during the initial drain in peritoneal dialysis therapy. The patient stated that they initiated therapy prior to connecting to their set up, then once the alarm occurred they connected. The technical services representative assisted the patient in clearing the alarm. The patient was to contact their nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initiating therapy prior to patient connection is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.